Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2013. Subsequently, the patient was revised due to an unknown reason on (B)(6) 2014. All components were removed and replaced with a reverse shoulder system.